Manufacturer narrative:
Upon receipt, the device was found to be in backup vvi (bvvi) mode. Review of the device image showed the cause of the bvvi operation was due to two parity errors that occurred within 32 seconds of each other. Iram testing was performed and the cause of the error was determined to be due to a u2 anomaly.

Event description:
This report is to advise of an event observed during analysis.